Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- verse correction key (part# 199721000, lot# 262467, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the threads of the device got slightly stripped. The top part of the device shows slight discoloration. Rest of the device shows minimal wear consistent with the device use which would not contribute to the complaint condition. The complaint is being confirmed for verse correction key (part# 199721000, lot# 262467) as the threads of the device got slightly stripped. While a definitive root cause could not be identified for the reported problem, it is possible that the threads of the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> the DHR of product code: 199721000. Lot : 262467. Was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 14.11.2019 ,the DHR of product code: 199721000. . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: photo investigation: the device was not returned. A photo-investigation was performed on the image. Upon inspecting the image provided, the verse correction key could be observed to have discoloration issue potentially caused during the surgical procedure, but the broken threads condition could not be identified from the provided images. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed during photo investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot the DHR of product code: 199721000/187827111, lot : 202487, was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 03.10.2018 qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code : kwp; kwq; mnh; mni; osh. Complainant part is expected to be returned for manufacturer review/ investigation but has yet to be received. Reporter is jnj employee. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a spine surgery. During the procedure the correction key set screw thread was breaks down. There were no fragments are generated. The procedure was successfully completed with 3-minutes delay. There were no patient consequences are reported. This complaint involves four (4) devices. This report is for (1) verse correction key. This report is 2 of 4 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7a: unknown.